Event description:
Consumer reports variations in readings. Thinks the meter is inaccurate. Analysis run on consensus error grid using mean reading (118) as ref. Point vs. Bd readings (23, 63, 267) yielded data points in the c range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.